Event description:
The customer stated that a falsely elevated architect ca 19-9 result was generated on a patient that previously had been lower. On (B)(6) 2014 an initial result of 66.92 u/ml was generated. The sample was repeated with results of 3.4 and 5.06 u/ml. In (B)(6) the patient had a result of 6 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-25 that has a similar product distributed in the us, list number 2k91-27.

Manufacturer narrative:
The customer observed a falsely elevated architect ca 19-9xr result on a patient that had previously been lower. Accuracy testing was completed using retained kits of reagent lot 33394m500. Acceptance criteria were met, which indicates acceptable product performance. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.